Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer was unable to interact with pump screen. Customer¿s blood glucose level at time of event was 18.4 mmol/L. Customer gave correction dose of insulin using pump, and blood glucose level later returned to normal range. Technical Support provided full pump reset steps, but touch functionality did not return after reset. Pump was out of warranty, and no additional information was received regarding further outcome or replacement.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.